Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Intracardiac echocardiography (ice) was used during the procedure. No adverse events were noted during the procedure and the device was successfully implanted. Post procedure, the patient complained of tingling in his arm and acute ischemic cerebrovascular accident was suspected. Tissue plasminogen activator (tpa) was administered. A magnetic resonance imaging (MRI) and head computed tomography (CT) were performed. The findings of these scans is unknown. After tpa was administered, a head bleed was suspected/noted, so tpa was reversed. Upon discharge the patient's symptoms were improving, and only had tingling in his upper arm at that time. The patient was discharged.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Intracardiac echocardiography (ice) was used during the procedure. No adverse events were noted during the procedure and the device was successfully implanted. Post procedure, the patient complained of tingling in his arm and acute ischemic cerebrovascular accident was suspected. Tissue plasminogen activator (tpa) was administered. A magnetic resonance imaging (MRI) and head computed tomography (CT) were performed. The findings of these scans is unknown. After tpa was administered, a head bleed was suspected/noted, so tpa was reversed. Upon discharge the patient's symptoms were improving, and only had tingling in his upper arm at that time. The patient was discharged. It was further reported that an acute ischemic cerebral vascular accident was the final diagnosis via CT and MRI. There was no thrombus or dense echo-contrast in the left atrium and laa. The activated clotting time (act) noted post transseptal puncture was 303 seconds and no peri device leak was evident given the imaging modalities utilized. The first implantation did not meet release criteria, so a second device was used. There was confirmed to be a complete seal and release criteria was met upon release of the device. There were no concomitant procedures during this case. The patient was also noted to not be on anticoagulation due to a gi bleed.